Event description:
It was reported to the manufacturer's service and repair department that the handpiece was getting hot. There was no patient impact as the event occurred during testing the device preoperatively.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for service and repair. The overheating device was confirmed to heat-up during evaluation. The unit's temperatures measured between 109 and 132 degrees. The most likely root cause is determined as corroded bearings. Bearings were replaced and the unit received additional preventative maintenance; was tested and passed all manufacturing specifications and returned to the customer.